Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she undergone essure confirmation test. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder / urinary tract/vaginal)"), urinary tract infection ("infection (bladder / urinary tract/vaginal)"), vaginal infection ("infection (bladder / urinary tract/vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, intestinal perforation, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, vaginal infection, migraine, headache, pelvic pain, depression, anxiety, alopecia and weight decreased outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, intestinal perforation, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet: case became valid & incident event injury nos replaced with vaginal bleeding. Events menorrhagia, dental problems, dysmenorrhea, dyspareunia, infection (bladder / urinary tract/vaginal),migraines / headaches, depression, anxiety, hair loss, perforation (fallopian tube(s), perforation: bowel, weight loss were added. Product, reporter & patient information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report